Event description:
During a pulmonary vein isolation procedure, an amplifier error message was noted after validation stating: "system electrode impedance error". Troubleshooting did not resolve the issue and the case was cancelled.

Manufacturer narrative:
Visual inspection revealed the exterior casing, and electrical pins were free of physical damage. Label was legible and correctly oriented. The connectors and cable insulation were intact and had no physical damage. The module was recognized upon connecting to a test station. The reported event was able to be reproduced by evaluation testing which an open electrical of the ground was observed. Internal visual inspection identified the brown cable was disconnected from the pin which caused open electrical circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was attributed to open electrical circuit of the ground.